Manufacturer narrative:
The driver has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the driver continued to turn on and off on its own during an acdf procedure. There was no patient or user injury, and the case was completed successfully with another device.